Event description:
It was reported that the temperature 1 cable seemed to be defect and there was a warning message when the customer tried to start the arctic sun device again, saying that the system that shows the standard settings was unreadable and would be set back to factory setting. As per review of wo on 04jan2023, there was no patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. The reported issue with the cable was not able to be reproduced. No relevant repairs were made, as the reported issue could not be reproduced. The control panel was found to have issues. The control panel assembly was replaced. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR review is not required as the serial number is unknown. The reported event is unconfirmed, labeling/packaging review is not required. Correction- d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature 1 cable seemed to be defect and there was a warning message when the customer tried to start the arctic sun device again saying that the system that shows the standard settings was unreadable and would be set back to factory setting. Per review of wo on (B)(6) 2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.